Event description:
The customer has increased frequency (2/150 tests) of patient sample retests due to error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr in the past two to three days. The customer checked for cracks, leaks and loose connections of the pre-trigger and trigger lines, and no issues were found. The reaction vessels (rv's) used by the customer when the errors occurred was lot 69008p100. The customer was sent replacement rv's and was asked to monitor the performance of the replacement rv's. The customer stated there were no error messages with rv lot 71554p100. The abbott sales representative collected the suspect rv's and attempted to collect the instrument log, but was unable because the instrument was in use. The customer stated there were no abnormal results when error code 1007 occurred and there was no impact to patient management.

Event description:
During surgery, left arm board became disconnected causing patient arm to fall at side. Upon inspection of arm board, screw underneath on internal mechanism had broken in half.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.